Event description:
It was reported that the pump's basal-iq software did not suspend insulin delivery as intended. There was no reported adverse impact to customer's blood glucose level. Tandem technical support was unable to confirm the reported issue as the customer declined to upload pump data for review, and declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.